Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the oxygen level readings declined. The ventilator was removed from the patient. Ventilation was not interrupted.